Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures that broke during this procedure? When did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each involved device. Procedure name? Were there any patient consequences? Event related to mw # 2210968-2023-07918. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture broke with minimal tension. No adverse patient consequences were reported. Additional information was requested